Manufacturer narrative:
The mega suturecut needle driver has been evaluated by the failure analysis (fa) team. Fa investigations replicated/confirmed the customer reported complaint. The instrument was found to have a broken grip cable at the distal end. An additional observation related to the customer reported complaint was observed. The housing was removed, and the instrument was found to have a dislodged grip cable. The yaw motion may be non-intuitive as a result.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that mega suturecut needle driver metal wire broke and exposed. The procedure was completed with no reported injury.

Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue.